Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the impedance was high and pace could not be made. The rv lead was re-positioned, measuring cable was replaced but the impedance and pace issue could not be solved. The rv lead was removed and replaced, procedure completed without complication. No patient complications have been reported as a result of this event.